Manufacturer narrative:
Additional information: b1, b5, b7, h1 and h10. B5: it was previously reported that the cause of peritonitis was unknown however during follow-up, it was reported that the cause of peritonitis was due to constipation. On an unreported date, antibiotic treatment was discontinued. At the time of this report, the patient was discharged from the hospital and has recovered from the events. Based on additional information received, the baxter unknown disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. One day after the event onset, the patient was hospitalized. On an unknown date, the patient was treated with vancomycin injection (1gm, every 6th day, ongoing, route and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.